Event description:
The consumer reported a false negative result with the covid-19 at-home test. On (B)(6) 2022, the consumer experienced symptoms of a hoarse voice and scratchy throat. At 12:00 pm the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022, the consumer experienced symptoms of extreme fatigue, a hoarse voice, phlegm, a runny nose, and a cough. At 12:00 pm the consumer performed a covid-19 at-home test and the result was positive. The consumer believed the positive result was correct due to experiencing symptoms. As of (B)(6) 2022 the consumer is feeling better and has more energy but still has a hoarse voice. The consumer combined the kit components from 2 test kits to obtain the results. It is unknown which kit lot produced each result. Lot number 53k32d1t1 has an expiration date of 09-aug-2022. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
The consumer thought she placed more than 4 drops in the well of the test device. The test requires 4 drops to be applied onto the sample well. Product labeling states: "failure to follow the instructions may result in inaccurate test results". Step 8 of the test procedure for this product states: "hold the tube upright above the sample well. Drop 4 drops onto the sample well". Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Inappropriate sampling could cause a false negative result when sampling is not performed as described in the instructions for use. An insufficient amount of viruses in samples affect the limit of detection that varies with a type of test. A molecular test, such as a pcr test has a higher sensitivity than a rapid antigen test. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).